Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Leaking up to the alarm, the customer had a four hour dance rehearsal, took the insulin pump out of her bra to deliver a bolus, the buttons were not working, she took the battery out a few times and received a weak battery alert. The customer stated the insulin pump may have gotten wet and a button may have been held down. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.